Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding / chronic abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), anaemia ("anemia (hemoglobin level of 7.8 g/dcl)") and genital haemorrhage ("abnormal bleeding for the previous twenty-seven days/ irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: anesthesia. Concurrent conditions included irritation skin. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 7 months after insertion of essure, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with vaginal haemorrhage. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced weight increased ("weight gain (gained over seventy (70) pounds over the course of two years)"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menometrorrhagia ("metromenorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraines"), teeth brittle ("brittle teeth"), menstrual disorder ("her menstrual cycle had progressively worsened over the previous two years"), rash ("rashes") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menometrorrhagia ("metromenorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraines"), teeth brittle ("brittle teeth"), menstrual disorder ("her menstrual cycle had progressively worsened over the previous two years"), rash ("rashes") and arthralgia ("joint pain"). The patient was treated with antianaemic preparations, iron dextran (iron dextran injection), surgery (salpingectomy, hysteroscopy, and dilation and curettage with endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain, menometrorrhagia, abdominal pain, weight increased, fatigue, migraine, teeth brittle and menstrual disorder had resolved and the anaemia, rash and arthralgia had not resolved. The reporter considered abdominal pain, anaemia, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, menometrorrhagia, menstrual disorder, migraine, pelvic pain, rash, teeth brittle and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed ultrasound scan - on an unknown date: unremarkable patient had a hemoglobin level of 7.8 g/dcl. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of her coils may remain in her body'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding / chronic abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: anesthesia. Concurrent conditions included irritation skin. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with vaginal haemorrhage, 4 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain (gained over seventy (70) pounds over the course of two years)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia (hemoglobin level of 7.8g/dcl)"), genital haemorrhage ("abnormal bleeding for the previous twenty-seven days/ irregular bleeding"), pelvic pain ("pelvic pain/ worsening pain"), menometrorrhagia ("metromenorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraines/ worsening migraines"), teeth brittle ("brittle teeth"), menstrual disorder ("her menstrual cycle had progressively worsened over the previous two years"), rash ("rashes"), arthralgia ("joint pain"), headache ("headaches"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity"). The patient was treated with antianemic preparations, iron dextran (iron dextran injection) and surgery (salpingectomy, hysteroscopy, and dilation and curettage with endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, headache and autoimmune disorder outcome was unknown, the dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain, menometrorrhagia, abdominal pain, weight increased, fatigue, migraine, teeth brittle and menstrual disorder had resolved and the anaemia, rash and arthralgia had not resolved. The reporter considered abdominal pain, anaemia, arthralgia, autoimmune disorder, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menstrual disorder, migraine, pelvic pain, rash, teeth brittle and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Ultrasound scan - on an unknown date: results: unremarkable. Diagnostic results: patient had a hemoglobin level of 7.8g/dcl. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of her coils may remain in her body'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding / chronic abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: anesthesia. Concurrent conditions included irritation skin. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) with vaginal haemorrhage, 4 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain (gained over seventy (70) pounds over the course of two years)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia (hemoglobin level of 7.8g/dcl)"), genital haemorrhage ("abnormal bleeding for the previous twenty-seven days/ irregular bleeding"), pelvic pain ("pelvic pain/ worsening pain"), menometrorrhagia ("metromenorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraines/ worsening migraines"), teeth brittle ("brittle teeth"), menstrual disorder ("her menstrual cycle had progressively worsened over the previous two years"), rash ("rashes"), arthralgia ("joint pain"), headache ("headaches"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity"). The patient was treated with antianemic preparations, iron dextran (iron dextran injection) and surgery (salpingectomy, hysteroscopy, and dilation and curettage with endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, headache and autoimmune disorder outcome was unknown, the dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain, menometrorrhagia, abdominal pain, weight increased, fatigue, migraine, teeth brittle and menstrual disorder had resolved and the anaemia, rash and arthralgia had not resolved. The reporter considered abdominal pain, anaemia, arthralgia, autoimmune disorder, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menstrual disorder, migraine, pelvic pain, rash, teeth brittle and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Ultrasound scan - on an unknown date: results: unremarkable. Diagnostic results: patient had a hemoglobin level of 7.8g/dcl. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : new reporter information was added. New events - headaches, autoimmune, hypersensitivity, device breakage were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of her coils may remain in her body'), abnormal uterine bleeding ('dysfunctional uterine bleeding / chronic abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Patient had a hemoglobin level of 7.8g/dcl. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included irritation skin. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) with vaginal haemorrhage, 4 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain (gained over seventy (70) pounds over the course of two years)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia (hemoglobin level of 7.8g/dcl)"), genital haemorrhage ("abnormal bleeding for the previous twenty-seven days/ irregular bleeding"), pelvic pain ("pelvic pain/ worsening pain"), menometrorrhagia ("metromenorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraines/ worsening migraines"), teeth brittle ("brittle teeth"), menstrual disorder ("her menstrual cycle had progressively worsened over the previous two years"), rash ("rashes"), arthralgia ("joint pain"), headache ("headaches"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity"). The patient was treated with antianemic preparations, iron dextran (iron dextran injection) and surgery (salpingectomy, hysteroscopy, and dilation and curettage with endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, headache and autoimmune disorder outcome was unknown, the abnormal uterine bleeding, dysmenorrhoea, genital haemorrhage, pelvic pain, menometrorrhagia, abdominal pain, weight increased, fatigue, migraine, teeth brittle and menstrual disorder had resolved and the anaemia, rash and arthralgia had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, anaemia, arthralgia, autoimmune disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menstrual disorder, migraine, pelvic pain, rash, teeth brittle and weight increased to be related to essure. The reporter commented: left: two coils were noted to protrusion to the cavity, right: four coils protruding into the cavity after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Ultrasound scan - on an unknown date: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, rcc note added. Patient demographic details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.